Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the initial MDR "it was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device." As this was documented in error. H2: correction. H6: investigation conclusions - correction to remove code 18 as this was documented in error.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The reaction was described as a skin reaction with redness, inflammation and an abscess. The patient¿s parent stated that an abscess had appeared 2 days after the sensor was removed. The patient was seen by a general practitioner (gp) and the a and e (accident and emergency) department. The abscess was partially drained, and he was treated with antibiotics. No data or product was provided for investigation, however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.